Event description:
It was reported that an intraocular lens (iol) was fully inserted and removed in the same procedure due to capsule tear/collapse. The capsule/zonular support was not sufficient to support the lens. The procedure was not completed using another iol. The iol will not be returned for investigation as it was discarded. The patient's post-operative outcome was not provided. No additional information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown; requested but not provided. If implanted; give date: the intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.